Event description:
The customer reported via phone call that they were experiencing high blood glucose levels of over 700 mg/dl. The customer was also experiencing issues with inserting the customer's supplies into the body. The customer explained that they had been smelling insulin. The customer experienced an infusion set that was bent in two places. The customer further stated that blood had entered the tubing of the infusion set. The customer confirmed that this issue did not result in a serious injury or hospitalization. The customer was advised that two replacement infusion sets would be sent. The customer declined troubleshooting at the time of the call. The customer stated that they would call back if the issue recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.